Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleged that the meter had a black bubble in the center of the screen and looked like it melted. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.